Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing leaked while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer's report that the tubing leaked was not confirmed. Visual inspection of the set showed no obvious damages or any issues; no issues were observed during functional testing. The root cause of the reported leak was not identified.